Event description:
A customer reported that their AED displayed a flashing red asi along with service code 5310. The event did not occur during patient use and there was no patient involvement. The customer was able to clear the service code by initiating a manual self-test.

Manufacturer narrative:
Although the customer initially reported a service code that was cleared, review of the AED's internal log files determined that the service code began after battery replacement, due to the previous battery fully depleting. Although requested, the AED has not been returned and the cause of the complaint is not known.

Manufacturer narrative:
Following analysis of the device logs, the unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing and evaluation, during which it was determined that the AED was intermittently delivering audio prompts. Further investifation determined the intermittetent audio prompts were attributed to a connection issue within the speaker assembly.